Event description:
Same case as MDR ID: 2134265-2013-01164 and 2134265-2013-01316. It was reported that subsequent to a coronary stenting treatment procedure stent thrombosis occurred. In (B)(6) 2008, cardiac catheterization was performed. The target lesion was located in the moderately tortuous and non-calcified proximal to distal right coronary artery (rca). Three taxus liberte stents were deployed overlapping from distal to proximal; a 3.00x32mm, a 3.50x32mm and another 3.50x32mm. A 4.00x24mm non-bsc bare metal stent was deployed in the most proximal lesion. During a regular check up there was no issue noted with the stents. In (B)(6) 2013, the patient presented with chest pain. Coronary angiography was performed and a thrombosis was noted in the 3.00x32mm taxus liberte stent in the distal rca. There was 100% reocclusion. A thrombectomy device was then advanced but could not cross the lesion. An unspecified balloon catheter was then advanced and dilation was performed. The thrombectomy device was then able to cross the lesion and perform a thrombectomy. A non-bsc stent was then advanced and deployed in the distal rca. No additional patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).